Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-health care professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for failed back surgery syndrome. It was reported that patient's stimulator was not working. Patient also stated having paresthesia in the wrong location. Patient reported that he was implanted with ins for back pain, but it never helped his target pain. Patient said he always had stimulation down his left leg and not in his back. Patient stopped using the ins system because of this issue and patient is working with health care professional (hcp) to potentially have the system explanted. Patient indicated that he is no longer trying to get the ins system to cover his target pain. Patient is seeking to have the system explanted. No further patient symptoms or complications were reported in this event.